Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they haven't had their ins turn on for over a year because it was giving them so much pain. They mentioned having an upcoming appointment with another surgeon who would take the device out, but they were asked to get an MRI. However, they didn't know what to do because the ins has not been turned on in years. Agent reviewed information. Troubleshooting was unable to be performed as the patient was unable to locate the external devices during the call. Patient will call back once they've located all the external devices to proceed with troubleshooting. Agent instructed pt to charge the controller before calling back. Pt called back and has charged controller. Pt repeated details from original call, stating that they are in pain and it hurts a lot if they turn stimulation off. Pt said stimulation is off, and during the call they went to the therapy screen and went into MRI mode. Pt entered MRI mode and it shows they are full body eligible. Pt exited MRI mode and said they will leave stimulation off. Ins is currently at 40 percent, so recommended that pt charge up ins before their MRI. Pt says they are going to have a doctor "take the thing out".